Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. The device reached elective replacement indicator on (B)(6) 2016. Concomitant medical products: imx49jb53 lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the device reached elective replacement indicator earlier than expected. The right atrial lead was noted to have high threshold. The device was programmed to vvi mode and the lead remains in the patient. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.